Manufacturer narrative:
Reported event: the reported device was confirmed to be a pelvic array adaptor assembly, p/n 112240, lot number 19260315 which was reported to have a broken thread. Device evaluation and results: visual inspection: visual inspection shows no damage to the part. Dimensional inspection: dimensional inspection was not completed as the functional inspection was sufficient to refute the complaint. Functional inspection: the adaptor was threaded onto a pelvic array without issue. The associated 112290 femoral array could not thread into the adaptor indicating that the issue is with it and not the adaptor. The complaint against the adaptor was therefore not confirmed. See attached picture. Device history review: a review of the device history shows that (B)(4) parts were received, inspected, and accepted into stock march 1, 2016 with no failures. Complaint history review: a review of complaints related to p/n 112240, lot number 19260315 shows no additional complaints related to the failure in this investigation. Three additional complaints were found for the 112240 p/n; they are trackwise pr# (B)(4). Conclusions: the failure mode of broken thread on the pelvic array adaptor assembly was not confirmed. The failure was confirmed on the associated 112290 femoral array. The issue was noticed during a case but there was no patient involvement and the case was completed successfully. Corrective action/preventive action: no further action is required.

Event description:
The surgeon was completing a total knee arthroplasty procedure when he noticed the broken threading on 2 degree of freedom adapter. The broken threading was found during bone pin placement on the femur.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a total knee arthroplasty procedure when he noticed the broken threading on 2 degree of freedom adapter. The broken threading was found during bone pin placement on the femur.